Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 655 mg/dl. Reportedly, trace ketones were present, but were not deemed dangerous or life threatening. Customer administered a correction injection of insulin to address high blood glucose. Customer decline to provide any additional information.